Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the health care provider (hcp) that the patient had no infection and that the patient misunderstood the hcp. However, the patient noted they were still having concerns with their device or therapy but were working with their health care provider (hcp) or manufacturer representative. The appointment was scheduled (B)(6) 2014.

Manufacturer narrative:
Supplemental submitted for additional information received and for updated conclusion, device and patient coding. (B)(4).

Event description:
Further information reported when the stimulation was on the patient felt a burning sensation. As a result the patient is unable to have their device on. All other information was recorded in previous calls. There was no information from the health care provider (hcp) as they had not seen the patient. The patient reported they found a new health care provider (hcp) and would be meeting with them to discuss replacing the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a consumer reported the patient was going to have some work done with her implantable neurostimulator (ins). The patient's ins had given her a lot of problems in the last four years. The patient's ins was implanted in the front and she was having problems finding a healthcare provider (hcp) to work with because "they don't work with inss in the front." The patient noted she had lost weight, her ins was "flip flopping" in the pocket and had dropped in her belly, putting pressure on her bladder, and the ins site was burning, swollen, and raw. The patient spoke with a manufacturer's representative (rep) on the phone who was telling her how to jump start "it." There was difficulty charging. The patient had an appointment on (B)(6) 2016. A rep later reported the patient had shocking and had trigger point therapy and paralysis in her hands. The patient thought the ins was moving around in her stomach. The patient stated in 2013 she had a trigger point therapy like she had before. The patient noted the hcp did it behind her back. The patient stated she had a trigger point collapse. It was damaged and collapsed her right side. The patient noted c6. The area where the ins was in "excruciating pain" and it went "deep towards the naval." The patient thought the trigger point damaged the ins because it was causing her shocks. Additional information received from the consumer reported her battery had moved way down near her bladder due to her scoliosis. The patient's scoliosis was confirmed not to be related to her device. The battery had been out of the pocket for a long time. The patient needed her battery replaced due to normal battery depletion. The patient met with a surgeon on (B)(6) 2016. Additional information received from a hcp reported the patient's issues with her ins included discomfort with the location of the battery. The battery was placed in the right lower abdomen and there was evidence of flipping on an x-ray of the abdomen. The patient was interested in a change of battery location and possible change to a MRI compatible sys tem. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the ins was very loose in the pocket due to 65 lbs weight loss. The patient felt a buzzing sensation after device was turned off when laying down. The patient didn't notice this while up and moving only when laying down. There was no known accident or incident related to this issue. The patient noted electric surges due to loose electrical grounding wire in her home. The grounding wire was repaired. The patient was feeling stim normally and was not having any problems at this time. The patient's status was good. The patient was going to look for new physician since she had moved. In later reporting, it was noted that the patient was dissatisfied with their healthcare provider's service. The patient was told as long as she can turn her ins off and on she should be ok. The patient felt rushed at the appointment and did not get to review all of her concerns with the physician. The patient was experiencing stimulation in the wrong location. The stim sensation was supposed to be in her lower back and hips area but it was in her abdomen/waist area. The patient could feel the ins and ext/lead poking out when she lay on her right side and had to use a pillow. The patient believed a lot of these issues stemmed from the 65 lbs she lost causing the ins to move around which was causing irritation, inflammation and the area around the ins to be swollen. The patient was experiencing a loss of bladder control. The patient fell in (B)(6) 2010 and since then, she had incontinence. The patient was told the ins had shifted putting pressure on her bladder which was causing the incontinence. The patient had an upcoming appointment with the physician. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Recharger model # 37752, lot # nka022991n; programmer model # 37742, lot # njd031322n; extension model # 3708360, lot # nkc009921n, implanted (B)(6) 2007, explanted unknown; extension model # 3708360, lot # nkc009876n, implanted (B)(6) 2007, explanted unknown; lead model # 3998, lot # v012123, implanted (B)(6) 2007, explanted unknown. (B)(4).

Event description:
Additional information noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. The patient had an appointment with their healthcare provider scheduled. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was going to get their implantable neurostimulator (ins) taken out because they were having problems with it for the 4 years prior to the report. The device was not working properly and they were feeling stimulation when the device was off. The patient had not had their device on in a very long time because it was not functioning. The patient's device would not hold a charge and hurt them. The patient noted that even when their device would cut off it would cause pain and surging. The patient had pain at the implant site. The patient was unable to lay on their right side and the doctors thought that there may be an infection in the pocket site. The patient was experiencing anxiety and depression due to the issues with their device. The patient had x-rays taken of their device a couple of months prior to the report. The patient had worked with a manufacturer representative in the past and wanted to meet with another one. The patient had an appointment with a neurosurgeon on (B)(4).